Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 107 which was reproduced at power up. The reported symptom system error 107 was confirmed and caused by a failed upper auxiliary. The failed upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump system error 107, during therapy (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury.